Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun temperature probe cables were replaced. Per follow up information received on (B)(6) 2022, this was likely a material fragmentation issue in the cable. No patient involvement and biomed found via observation.

Event description:
It was reported that arctic sun temperature probe cables were replaced. Per follow up information received on 28-jul-2022, this was likely a material fragmentation issue in the cable. No patient involvement and biomed found via observation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was an open in the temperature in cable. However, this could not be confirmed. The serial number was unknown; therefore, the device history record could not be reviewed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling related. The device was not returned.